Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was noted that the patient could not remove the battery cap from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/2/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/30/2015 with the following findings: during investigation, the returned battery cap was unable to be fully tightened due to stripped threads. It was difficult to be removed as well. The battery cap contact heights were out of specifications and the top of the battery slot was found to be damaged. A test cap was able to fully tighten and be removed with no defects.